Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12mar2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit would not power on. There was no patient involvement. Event date not specified; estimate used

Manufacturer narrative:
Date rec¿d by MFR : 05mar2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer tried to power up the unit with alternating current (ac) power connected, then with direct current (dc) connected but this did not resolve the issue. The power switch and battery light emitting diode (led lights illuminated when the unit is connected to ac power. The fse advised the customer to swap the user interface to isolate the error. The customer reported replacing the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 29may2019. Conclusion / root cause: during failure analysis, a visual inspection of the power management board showed no signs of damage or contamination. During testing, a component (u11) was determined to be faulty, preventing the ventilator from powering on. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.